Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 42 mg/dl. No bg meter reading was provided at this time. The patient was not having any symptoms of hypoglycemia but did have chest pains due to panic. The patient went to the ER, where the bg meter reading was 220 mg/dl. No cgm comparison value was reported at this time. The patient was treated with an unspecified medication due to the panic she was experiencing. No medication or treatment was provided related to the patient diabetes or the cgm inaccuracy. The patient was discharged home after approximately 6 hours. Her bg was 114 mg/dl at the time of discharge. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.